Event description:
Customer reported a pump malfunction but did not experience an adverse impact on their blood glucose level, as it did not exceed 500 mg/dl. Technical support helped the customer reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue reappears, and the customer acknowledged and understood these instructions.